Event description:
It was reported that the health care provider (hcp) called for clarification regarding the MRI procedure with the surescan device. It was noted that a statement in the manual regarding the rf coils was ¿confusing¿ to the hcp as well as to another tech. Additional information received reported a manufacturer representative contacted the health care provider (hcp) and clarification was achieved over the phone. It was reported this event was not related to any patient, just that the hcp wanted clarification on the user manual.

Manufacturer narrative:
(B)(4).